Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized low readings from the insulin pump. The customer stated that she hit a parked car two houses down from her house on the way home from taking the kids to school. The customer stated that she had low readings due to no eating enough breakfast for the insulin she took. The customer treated with juice. The customer stated that her blood glucose was in the mid 50-60s mg/dl. The customer stated that the pump did not alarm threshold suspend but maybe predicted a low.